Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent repair of enterocele, anterior and posterior repair due to sui, symptomatic cystocele and rectocele. It was reported that on (B)(6) 2012, the patient underwent repliform implant, along with paravaginal repair, and vaginal suspension

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. Following insertion the patient experienced pain, urinary problems, and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2012 due to vaginal prolapse, stress incontinence, cystocele, and rectocele.